Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. It was determined the deterioration of vacuum pump was the cause of the problem. It is unknown if the vacuum pump was replaced to resolve the issue.

Event description:
An international customer reported an event of an odor emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced a reaction of "feel sick". The hcw did not seek or receive any medical attention/treatment and is reported to have recovered the same day. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority numbers are within acceptable limits. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was not returned for further evaluation. The assignable cause of the odor is the vacuum pump. The field service engineer replaced these part and confirmed the unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.